Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had two rashes: one under her armpit and one under her ribs on her right side. The patient reported that the rashes were red, sore, and were starting to ooze. The patient's nurse practitioner prescribed the patient an ointment. Follow-up indicated that the rashes were improving.